Event description:
It was reported that the patient's implantable neurostimulator (ins) showed impedances >4000 ohms on all bipolar and unipolar pairs. The company representative noted that he ins was fine and the patient reported no falls or trauma. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v419893, implanted: (B)(6) 2010, product type lead; product ID 3093, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that event was attributed to the lead. There was a lead breakage. The lead was removed and new lead was placed, and it was working well. Patient did not require hospitalization and he recovered without sequelae.